Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a crack was found on the intraocular lens during implantation. The lens was removed and replaced during the same procedure. Additional information received confirming no patient harm occurred.

Manufacturer narrative:
Product evaluation: the product was returned. Solution is dried on the lens. One haptic is bent in the gusset area. The other haptic is broken (possibly cut) from the haptic/optic junction area (not returned). The optic is cut into two portions, typical of removal and replacement. One cut optic portion has a deep scrape mark on the anterior side near the cut damage. The other cut optic portion has a large split/crack close to the optic edge on the posterior side. Root cause: the reported "crack" was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned. A photo was provided that shows the lens partially implanted in the eye. A circle has been drawn around what appears to be a split/crack/mark on the edge of the lens. Root cause: based on our observation of the attached photos, there appears to be what may be a split/crack/mark on the edge of the lens. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).